Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on a cassette during treatment. An air detected in cassette message occurred during drain 1 or 2 of treatment. Fluid leaked out of a small hole onto the floor. It was reported that an alternative treatment was available. Upon follow up, the patient confirmed the reported event and that the small hole was found in the middle of the cassette. There was no moisture or fluid found inside the cycler itself. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on a cassette during treatment. An air detected in cassette message occurred during drain 1 or 2 of treatment. Fluid leaked out of a small hole onto the floor. It was reported that an alternative treatment was available. Upon follow up, the patient confirmed the reported event and that the small hole was found in the middle of the cassette. There was no moisture or fluid found inside the cycler itself. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.